Manufacturer narrative:
MDR / initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue as the infusion set cannula was found kinked on (B)(6) 2026. The patient had high blood glucose level which was treated with pump. The event occurred with three infusion sets and the site of insertion was abdomen.